Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parents, the recipient showed a gradual degradation in hearing performance with the device after a vehicular accident. The user was not able to localize sound and was having difficulties hearing with the device. Further technical checks (i.e. Imaging) and medical intervention are considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, despite requested no further information has been received.

Event description:
According to the parents, the recipient showed a gradual loss in hearing performance with the device after a vehicular accident on (B)(6) 2017. The user was not able to localize sound and presented poor hearing performance. Currently the user can only limited sounds, whereas previously the recipient had good access to sound.